Event description:
Cath broke & traveled into pts pulmonary artery placed 7/1/98. Rn came to change dressing on 7/2/98. 1 hr later, pt began bleeding at exit site. Ice was applied to reduce bleeding. Rn came back to remove catheter & it was gone. Surgery performed to extract catheter from pulmonary artery.